Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to pacing impedance measurements greater than 3000 ohms with the associated device and pacing system analyzer (psa). The lead was fractured which was suspected to have occurred during insertion into the device header. No adverse patient effects were reported.